Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that after a previous magnetic resonance imaging (MRI) on an unknown date the pump never restarted and they had to have a clinician come out to restart the pump.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1. Update: the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. H6 update: the annex e code e2403 and conclusion code d12 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that a pump refill had occurred sometime in (B)(6) 2025. The patient presented to the hospital on (B)(6) 2025, and was later transferred to their facility. The healthcare provider requested a pump interrogation to evaluate a possible etiology of seizures. The date of the event was 2025-nov-03. The patient was currently in critical care. It was further reported that the managing healthcare provider who originally oversaw the pump has retired, but the patient continues to follow with another physician in the same office. Additional information was received from a company representative, on 2025-nov-12, indicated that they were called to verify the pump¿s flow rate and to ensure the pump was dispensing medication at the correct rate consistent with the patient¿s pump refill schedule. No further issues were reported as of (B)(6) 2025.